Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cuff component of the portex tracheostomy tube easily deflated during use. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: one used sample was returned for evaluation p/n 100/870/080 with lot number reported unknown; the sample was received in used conditions without its original packaging. No water was found in the pilot balloon or cuff of the returned sample. No discrepancies were found in the returned sample during functional testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.